Event description:
A malfunction alarm was reported by the customer, specifically a malfunction code 9-0x20f1. There was no information available regarding the impact on the customer's blood glucose level. The customer returned the device, and a replacement pump with a new serial number was provided.